Event description:
It was reported that on (B)(6) 2024 before a procedure, the fns protection sleeve in question was found to be bent. The drill would not pass through the sleeve as intended. There was no patient or procedure interaction. No further information is available. This report is for a protection sleeve for fns insertion instruments. This is report 1 of 1 for: (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. D9: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. E3: initial reporter: (B)(6). H3, h4, h6: without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a followup medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product code: :03.168.013, lot number :230055-501, release to warehouse date: 27 june 2023, expiration date: na, supplier: na, manufacturing site: leitner ag. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device.¿ visual analysis of the returned device found that the protection sleeve for fns insrt insts was severely deformed from the coupling connection. A functional test could not be performed as the mating devices were not returned. However, the assembly issues could be confirmed due to the observed deformed condition of the device. A dimensional inspection was not performed due to post manufacturing damage. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. The overall complaint was confirmed as the observed condition of the protection sleeve for fns insrt insts would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition. ¿based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. If information is obtained that was not available for this medwatch, a follow-up medwatch will be filed as appropriate.